Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, helix was able to be extended and retracted, and turns to extend and retract of helix within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure the physician attempted to use the implantable pacing lead (ipl), was not able to screw the tip properly and a strange noise was heard. The ipl was removed and replaced with another lead. No patient complications have been reported as a result of this event.